Event description:
It was later reported that the ra lead had been exhibiting noise, low impedance and there was tissue at the lead tip upon extraction. An insulation breach was noted on the rv lead at time of explant. Extraction difficulty was also noted for both the ra and rv leads and laser assistance was required.

Manufacturer narrative:
Event summary: a medial and distal portions of the lead were returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were damaged during a recent open heart surgery. The leads were subsequently explanted and replaced with new leads. No patient complications have been reported as a result of this event.